Event description:
A report was received on (B)(6) 2015 regarding a (B)(6) year old male patient who was placed on dialysis on (B)(6) 2015 after surgical repair of a dissecting abdominal aortic aneurysm. The patient was being treated with intravenous vasopressors. After 12 hours of dialysis treatment blood was noted in the dialysis waste line. The reporter stated that the cycler did not alarm due to blood in the waste line. The patient's hemoglobin and hematocrit decreased and the patient received 1 unit of packed red blood cells (prbc's). Additional information was received on (B)(6) 2015 from the nurse who stated that patient was experiencing disseminated intravascular coagulation (dic). No additional information was available.

Manufacturer narrative:
The disposable cartridge or the system log files were not returned as requested for evaluation. A review of the cartridge lot history showed there were no other events of this type. The nxstage system one user guide states that pink tinged effluent or waste fluid without the occurrence of a cycler 60 blood leak alarm may indicate the occurrence of hemolysis. When red cells are hemolyzed, it may contribute to low hemoglobin levels and anemia. Nxstage medical considers this report closed. No additional information will be provided.